Manufacturer narrative:
Since the lot number of the device could not be obtained, the manufacturing and expiration dates of the device could not be determined. Conclusion: the initial enpower cable was returned for analysis. The unspecified enpower detachment control box (dcb) and the unspecified presidio microcoil system were not returned. The sl-10 microcatheter was not returned. The remote ccb functionality verification passed with the detachment cycles initiated and the cables resistance passed with a reading of 1.0 ohms (specification =2.0 ohms). The cable detached a new random test coil on the first detachment cycle and the systems ready green light remained illuminated before and after the coil detachment. No manufacturing defects were found. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. The complaint of the replacement control cable not functioning and presidio coil not detaching was not confirmed, since the products were not returned for analysis. The root cause of these device failures could not be determined based on the information provided. The initial control cable used passed all electrical testing and detached the test coil in the first detachment cycle, therefore the root cause of the control cable not functioning cannot be determined. In addition, without the return of the unspecified dcb, the unspecified presidio dpu, and the sl-10 microcatheter used in the procedure, it cannot be determined if these components contributed to the complaint event. There was no evidence to suggest the event was related to a manufacturing issue; therefore, no corrective actions will be taken at this time. This is an initial/final MDR report.

Event description:
As reported by a healthcare professional, during coil embolization of a 6mm ruptured basilar tip artery aneurysm, a 5mm x 17mm presidio (catalog/lot unk) could not be detached with the enpower control cable (ecb00018200/s11580). As the neck of the lesion was wide, two sl 10 microcatheters were used for this embolization. Initially, the presidio coil was inserted. Without detaching the presidio microcoil, a 6mm x 15mm cashmere was inserted so that it entangle with the first microcoil. After these two microcoils were settled, the physician attempted to detach the presidio coil using the complaint cable; however, it was not detached even though the detachment button was pushed several times. Therefore, the complaint cable was replaced with a new cable, but it failed detaching the coil again. At last the coil was detached in the process of pulling the delivery wire. The procedure was successfully completed without further issues or delay. There was also no patient injury / complication reported. The complaint product was new and stored per labeling instructions. The procedure was conducted in accordance with the IFU and the constant flush had been maintained at all time. No visible defect/damage was noted on the products prior to or after the event. No further information was available.